Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a supply and site change using an inset device with the ilet system, with a continuous glucose monitor reading of 400 mg/dl and no observed insulin leakage; troubleshooting was deferred while the user was driving, and a site change and blood glucose questionnaire were planned. Symptoms included high blood glucose and large ketones. Outcomes included the use of backup therapy without the need for medical intervention or assistance. Investigation included user interview and planned troubleshooting and education focused on infusion site integrity, tubing, and system performance. Investigation of this case revealed an unclear cause of hyperglycemia, with no confirmed device or component malfunction identified at the time of reporting. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined.